Event description:
Customer reported poor image quality, snowy images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a faulty video controller pcb. Sys operates as intended.